Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. The issue was resolved by providing the customer with pump reset information, and assistance was given to reset the pump. After the reset, the malfunction code did not recur, and the customer was informed to continue using the pump and to contact technical support if the issue arose again.